Event description:
It was reported that the patient was implanted to treat arm pain, but experienced severe pain in the back and down the leg as well as headaches after implant, whether stimulation was on or off. The patient stated that the device had not worked, and his hcp instructed him to keep it turned off. The patient wanted to explant the device, and stated that the pain was so bad he was considering taking the ins out himself. The patient was not currently seeing a doctor, and the ins had been off for several years.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).